Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 12mm x 2.00mm nc quantum apex¿ balloon catheter was selected for dilatation and the device was loaded without force into the unspecified interventional guidewire. However, upon introduction outside patient's body, the balloon shaft snapped and broke in half. It was noted that the break was more than 15cm from the hub. The procedure was completed with another nc quantum apex¿ balloon catheter. No patient complications were reported. The patient's status was fine.